Event description:
Per biotornik pt tracking, this system was removed due to a septicemia with vegetation the svc coil. This system was discarded by the hospital. Associated devices: kentrox sl 65/16 steroid, MDR-1028232-2009-1691. Selox sr 45, MDR-1028232-2009-1690.